Event description:
It was reported that the patient experiencing diaphragmatic stimulation and discomfort, presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.